Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's display was blank. The ventilator was not in patient use at the time.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer verified the malfunction and performed the 9.4 graphic user interface (gui) field action to solve the issue. The unit then passed all performed testing and operates within the manufacturing specifications.